Manufacturer narrative:
As reported, the sorbafix device failed to fixate when attempting to deploy into bone. Evaluation of the sample failed to reproduce the reported event of failed to fixate. The device functioned as intended during simulated use testing, deploying the remaining fasteners with no issues. No manufacturing anomalies were found. Basedon the event and sample evaluation root cause of the reported event is result of attempting to fixate at the bone. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device". Review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 425 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic bilateral inguinal hernia repair procedure, sorbafix fixation device fired 6-8 fasteners fired and fixated successfully into soft tissue. Reportedly fastener was unable to penetrate into the bone, 3 fasteners fell after firing, the 4th fastener got stuck in the shaft after firing. It was reported that the surgeon dried fired and the fastener dropped out of the shaft. The surgeon was able to fire the fastener into the soft tissue. It was reported that the procedure was completed using another device and there was no delay in treatment. It was also reported that there was no reported patient injury.